Event description:
This event was received via medwatch report. It was reported by the customer that this event involved a male patient who underwent right heart catheterization & heart biopsy. At the end of right heart catheterization & prior to proceeding with right ventricle biopsy, a tubular foreign body was noted within right ventricle under fluoroscopy. As a result, a snare catheter was used to retrieve foreign body without difficulty. Foreign body was inspected & appeared to be a catheter fragment. The fragment was believed to be a portion of a slicc (arrow single lumen catheter) from an earlier procedure while in icc. Fragment was discarded. There was not a negative outcome to the patient & cath lab procedure was performed three days later.

Manufacturer narrative:
Sample will not be returned for evaluation.